Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the peritonitis event and was discharged two days later. The patient was treated with unspecified antibiotics for the peritonitis infection (dose, route, and duration were not reported). The patient¿s outcome was not reported. The action taken with pd therapy was not reported. No additional information is available.